Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system unknown black impurities were found in the needle. The following was received by the initial reporter: verbatim: at about 8:30 am on (B)(6) 2023, the nurses in the resuscitation room of the endoscopy center found unknown black impurities in the needle of the indwelling needle before presetting the indwelling needle for the patient. Immediately replace the indwelling needle with a new one.

Manufacturer narrative:
H6: investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2199787. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system unknown black impurities were found in the needle. The following was received by the initial reporter: verbatim: at about 8:30 am on (B)(6) 2023, the nurses in the resuscitation room of the endoscopy center found unknown black impurities in the needle of the indwelling needle before presetting the indwelling needle for the patient. Immediately replace the indwelling needle with a new one.